Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensors were broken. The customer's blood glucose level was unknown. The customer reported that 4 out of 5 sensors were broken. The sensors will be returned for analysis.

Manufacturer narrative:
Inspected one random opened/used sensor and found cannula bent at sensor base. Cannula found whole; no broken or missing parts. Unable to confirm customer received sensor in said condition due to customer returned opened and used. Unable to confirm adhesive anomaly on opened/used sensor.